Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that he got in a car accident due to a low blood glucose level caused by an insulin pump malfunction. The customer was the driver at the time of accident. The insulin pump kept alarming no delivery. The customer experienced a low blood glucose level of 68 mg/dl. The customer treated his blood glucose level with food. The paramedics were called on (B)(6) 2016. The customer did not go to the hospital. The customer was wearing the insulin pump during this time. The customer believed the insulin pump was over and under delivering. The customer also experienced a high blood glucose level of over 600 mg/dl. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The pump passed the functional testing, including the displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery tests. No unexpected no delivery alarms were noted. No bolus anomaly or basal anomaly noted during testing. The pump had minor scratches on the display window, a scratched reservoir tube window and a cracked reservoir tube lip.

Manufacturer narrative:
Additional information has been provided by failure analysis that was not included on the initial device evaluation: the insulin pump passed the delivery volume accuracy test.